Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported to technical support that a peritoneal dialysis patient ((B)(6)) experienced alarms and a leaking cassette while using the liberty select cycler during drain 2 and after 120ml was drained. The patient encountered multiple patient line blocked alarms. The nurse was not able to bypass the alarm. It was indicated that after the patient disconnected a fluid leak was observed. It is unknown where the leak occurred. It is unknown if the patient completed treatment. Follow up with the peritoneal dialysis nurse indicated that the patient was in training and that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics. A retrieval kit was sent to the clinic for the alleged cycler set.